Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that while using the lcsc5 during the case, the surgeon was dissecting short gastric, when active blade of lcs came in contact with splenic artery. This contact caused an opening in the splenic artery. The surgeon decided to convert to open to complete the case.